Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shows less than 3 months but doesn't say eri (elective replacement indicator) on programmer and battery image doesn't appear depleted.  Patient was being scheduled for battery explant and replacement. The manufacturer¿s representative confirmed with the healthcare provider that the device would most likely not be returned and no logs were obtained. The patient is on a high setting, however it was not known if this is a normal battery depletion.